Event description:
The service report shows the customer alleged that the 840 ventilator stopped cycling while in use. There was no pt harm or injury reported. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory and replaced the bdu pcb. The device passed all its performance tests.